Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported material rupture was confirmed. The reported physical resistance and difficulty during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported material rupture, difficulty to remove and physical resistance appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the rx graftmaster was prepped inside the anatomy. It should be noted the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use (IFU)states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch, additional information received reported that the dissection was located in the left anterior descending (lad) coronary artery. The lesion was moderately to heavily calcified. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was prepared inside the anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, a graftmaster met resistance with a calcified plaque upon advancement; however, the device was able to cross to the dissection. Negative was pulled and blood was noted in the device. A balloon rupture was suspected. During graftmaster removal, resistance was met again with anatomy. Another device was successfully used. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.